Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that there was a problem with the stability arm. There is no additional information available.

Manufacturer narrative:
This report may be based on information which synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, synthes, or its employees that this report constitutes an admission that the device, synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment not diagnosis.(B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).